Event description:
On (B)(6) 2009, the patient reported that, while changing the insulin cartridge of her infusion device, she pulled the cartridge away from the plunger which resulted in insulin spilling into the cartridge chamber. The patient was educated on the proper way to remove and insert a cartridge. The patient stated she will switch to her backup device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.